Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose had been low. The customer reported trying to lose weight. At night the blood glucose was 150 mg/dl and in the morning about 50 mg/dl. The customer had a low blood glucose of 28 mg/dl and was treated with a gel by paramedics. The customer was advised by a doctor to bolus at night.